Manufacturer narrative:
Date sent to the FDA: 01/17/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 05/21/2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted during which the surgeon noted dense adhesions between the omentum, small bowel and underling piece of mesh. It was reported that the patient underwent hernia repair surgery on (B)(6) 2015 during which the surgeon noted the previous mesh was detached from the fascia and there was herniation of omentum through the defect. The previously placed mesh was trimmed to allow entry into the abdomen. The omentum was able to be freed from the underside of the fascia as well as the mesh. There were several loops of bowel which were noted to be adherent to the underside of the mesh, and careful dissection was required to dissect these off. The mesh was partially excised. It was reported that the patient experienced severe pain, scarring, dense adhesions, bulging, inflammation, stress and anxiety. The patient had a previous mesh implanted on (B)(6) 2013 which is captured in a separate file. No additional information was provided.